Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The motor functioned properly with no motor anomaly noted. Programmed with multiple basal rates and all programmings registered in the daily total history properly. No unexepcted pump resetting observed during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose of over 500 mg/dl and was treated in the hospital with manual injections. Customer stated that his insulin pump motor was not working correctly it was working slower then normal. Nothing further was reported.